Manufacturer narrative:
.

Event description:
It was reported that the handheld device was having difficulty holding a charge. The handheld device has not been returned to date. No further information relevant to the event has been received to date.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway. The reason for return was stated as it "would get an error message and freeze".

Event description:
An analysis of the handheld identified that the main battery was unable to hold a charge and power the handheld. The cause for the battery failure is associated with a swollen battery which was caused by wear and age of the battery. No further anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis; the flashcard and software performed according to functional specifications. No error messages or screen freezes occurred during the product analysis.

Event description:
A company representative reported that the user was receiving error messages. The issue was not resolved and a replacement system was requested.